Event description:
It was reported the customer had inaccurate readings with their sensor. Customer stated their blood glucose was 256 mg/dl and their sensor glucose read 114 mg/dl. It was also found the customer attempted to calibrate while their insulin pump was alarming weak signal and lost sensor. Customer also reported a calibration error alarm. The customer stated they consistently had issues with their sensors. Customer also reported another incident where their sensor read below 40 mg/dl and their blood glucose was 285 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.